Event description:
It was reported to adac that head "radiuses out" to the maximum when initiating a scan using learn mode. Head 1 does not approach the pt automatically. Therefore, head 1 must be manually positioned. This could potentially injure the pt. There was no injury.